Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the final investigation. Updated fields: b5, h6, h11. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the cause of the foreign object was that the inner wall of the pipeline hose had been damaged due to deterioration over time, and part of it had come out. The problem was solved by replacing the pipe (hose) through which the disinfectant passed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information that a black tube in the reprocessing basin of the reprocessor was corroded and aged.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black foreign material was found in the reprocessing basin of the endoscope reprocessor. The issue occurred during reprocessing. There was no patient involvement.